Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was monitored and no unexpected weak battery or battery out limit alarms occurred during testing. The pump was received with a broken battery cap, partially broken reservoir tube lip, broken battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a cracked lcd window, a broken belt clip slot, a missing end cap sticker, and a scratched reservoir tube window.

Manufacturer narrative:
Additional information has been provided which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer was taken to the hospital due to low blood glucose of 33mg/dl. The customer was feeling weak. The customer wanted to check her blood glucose, but she needed to rest. The customer fell asleep; they made an attempt to wake her up and were not successful. The customer stated the paramedics were contacted and she was transmitted to the hospital. The customer does not recall when issue occurred.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump alarmed battery out limit and weak battery. The customer's blood glucose reading was 114 mg/dl at the time of incident. Troubleshooting found that a piece of the battery compartment is missing and the pump makes a continuous buzzing noise. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.